Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, when the needle was inserted into the joint, the t's simultaneously deployed. There was no backup device available. No delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿when the needle was inserted into the joint, the t's simultaneously deployed.¿ there was a relationship between the reported event and the device. T1, t2 and suture were not returned. The depth limiter was attached to the device. The delivery needle was found bent toward the right and slightly twisted at the distal tip. The delivery curve has been flattened out and the side view of the needle plane has a slight ¿s¿ appearance. Despite manipulation, the device still cycled and actuated as expected. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. Complaint history review found no other reports for this part/lot number.¿